Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic).'), pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory diseases'), fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included vaginal delivery, lower abdominal pain, vaginal bleeding, smoker and stillbirth. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal distension ("hormonal changes describe: bloating"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic inflammatory disease, fallopian tube perforation, device dislocation, abdominal distension, urinary tract infection, depression, anxiety, dysmenorrhoea, weight increased, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic inflammatory disease, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received events "bloating, infection (bladder/ urinary tract/vaginal) type: urinary tract infections, infection (other) describe: pelvic inflammatory diseases, psychological or psychiatric problems condition: depression & anxiety, migration of essure device, dysmenorrhea (cramping), pain, perforation (fallopian tube(s)), weight gain, pregnancy (ectopic), device ineffective, pelvic pain, abdominal pain, back pain, plaintiff did not undergo confirmation test." Were added. Reporter, patient and product information were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.